Event description:
It was reported the patient went to the ER with no pacing output of the atrial or ventricular leads. Both of the leads were competitive leads. Capture threshold for both leads was high at device evaluation. The competitive leads and the medtronic device were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient went to the ER with no pacing output of the atrial or ventricular leads. Both of the leads were competitive leads. Capture threshold for both leads was high at device evaluation. The competitive leads and the medtronic device were replaced. No patient complications were reported as a result of this event. Additional information received through follow up indicated that the device was electively replaced at the time the leads were replaced.